Manufacturer narrative:
Additional information received heparin was administered systematically.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted via the left femoral artery in a 70 year-old male. The patient was presenting with acute myocardial infarction and cardiogenic shock. Patient comorbidities are unknown. Patient with cardiogenic shock resulting from a transcatheter aortic valve implantation (tavi) complication during a valve-in-valve procedure (transposition of the aorta). An impella cp was deployed via the left femoral artery in the cardiac catheterization laboratory to stabilize circulation following 3 minutes of chest compressions and to facilitate protected percutaneous coronary intervention (ppci). Successful aortic root stenting. Subsequently, the patient was hemodynamically unstable and in extreme need of fluid resuscitation, with increasing free intra-abdominal fluid and right hemothorax. A CT scan showed no source of bleeding. The patient died of hemorrhagic shock despite massive transfusion. After evaluation of the CT scan by the radiology department (4 hours after the patient¿s death), the findings revealed: evidence of free, active bleeding from the left external iliac artery with an implanted impella and a long-segment laceration of the vessel. Hemothorax as a manifestation of bleeding from the right mammary artery as well as a rib fracture with laceration of the parietal artery as a result of resuscitation. The death is conservatively being reported on the impella cpsa c9 due to the inability to conclusively dissociate the pump from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.